Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the ipg was explanted (B)(6) 2017. Therapy has been resumed and issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg was unable to communicate with the charging system. The patient did not recharge or use her scs system for a long period of time due to poor coverage of her pain areas. The sjm representative met with the patient and confirmed the ipg is inoperable. The patient underwent surgical intervention (date unknown) where the ipg was removed and replaced.